Event description:
It was reported that during a hand port assisted adrenalectomy procedure, the opening mechanism was jammed. While attempting to remove, the port broke. There were no adverse consequences to the pt.

Manufacturer narrative:
Additional lot number: 050705.